Event description:
The patient experienced a loss of therapeutic effect. It was determined that the catheter became plugged, requiring surgery to replace it. The pump was used to deliver baclofen. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The catheter was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.